Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: there were large prime volumes observed in the pump prime history. During investigation during the load step, the piston pushed up until the cartridge reached 122 units. The force calibration and resistance were out of specifications. Contamination was observed on the force sensor plate. The display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that there was a load step malfunction and contamination observed on the force sensor. It was also revealed that the display was dim and battery compartment was cracked. This report is made based on results of investigation completed on 11/16/2015.